Event description:
Ventricular lead perforation was reported. The patient presented with abdominal discomfort. Loss of capture was also noted. A thoracotomy was performed and perforation was confirmed. The physician removed the lead and repaired the right ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.